Event description:
Customer reported via phone call to have low blood glucose of 37 mg/dl, which was treated with food. After troubleshooting, customer was advised to contact healthcare professional regarding unexplained low blood glucose. Customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.